Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the implant site followed by pain and device extrusion. The recipient's device was explanted.

Manufacturer narrative:
The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.